Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 400 mg/dl. The customer blood glucose was 400 mg/dl. The customer reported that the pump had no delivery. The customer had declined troubleshoot for high blood glucose and the customer had treated with pump. The troubleshoot was performed for infusion set tubing detachment and no delivery. Customer reports alarm did not occur during manual prime. The product was returned for analysis.